Event description:
It was reported that the customer's insulin pump has cracks near the reservoir compartment and around the display window. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with battery tube threads, scratched lcd window, protruded/loose drive support disk, cracked reservoir tube lip, cracked display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.